Manufacturer narrative:
The field service engineer (fse) identified a hole in the rinse mechanism tubing. The fse replaced the rinse mechanism tubing, all seals and vacuum diaphragms. Mechanism checks and ise checks were completed. A 21 cup precision test was performed. The customer ran calibration and qc with acceptable results. The calibration data provided by the customer was acceptable. Qc data was acceptable. The samples were centrifuged for 5 minutes at 5000 rpm. Based on the sample tubes the customer uses, the customer's centrifugation time and speed may not be appropriate. The investigation determined the hole in the rinse mechanism tubing identified by the fse was the root cause of the event.

Event description:
The initial reporter questioned results for 2 patient samples tested for alanine aminotransferase (altl), calcium gen. 2 (ca2), and ises on a cobas 6000 c501 module. Based on the data provided, the ca2 result for 1 patient and the sodium (na) and chloride (cl) results for the other patient are a reportable malfunction. Patient 1 initial ca2 result from the c501 module was 6.13 mg/dl. The sample was repeated on the same module with a result of 9.10 mg/dl. The sample was also repeated on a different analyzer and the result was "around 9 mg/dl." Patient 2 initial na result from the c501 module was 117 mmol/l. The repeat on a different analyzer was 125 mmol/l. Patient 2 initial cl result from the c501 module was 82.0 mmol/l. The repeat on a different analyzer was 90.9 mmol/l. For both patients, the repeat results were believed to be correct. The initial results for both patients were reported outside of the laboratory. Both patients were treated based on the initial results. The specific treatment provided was requested but was not provided. The customer declined to provide any further patient information. The ca2 reagent lot number was 40330101 with an expiration date of 30-jun-2020. The na and cl electrode lot numbers and expiration dates were not provided.